Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/31/2017 with the following findings: the display was dim and pink. The battery compartment was cracked below the bumper pad. The battery cap top was stripped and a test battery cap did not tighten fully. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked, the battery cap was damaged, and the cartridge compartment was cracked. This report is made based on results of investigation completed on 08/31/2017.